Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was overheating during the load process, and there was a "burning plastic" smell coming from cartridge area. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.